Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Medical affairs reviewed the reported information. This case was to treat a 68 year-old-female patient with a perforation in the proximal right coronary artery (rca). It was reported that the 3.5 x 16 graftmaster was deployed at the nominal inflation of 15atm. However, the condition of the rca, how large the perforation was, nor the vessel diameter were reported. The patient¿s past medical history, left coronary artery, and cardiac status were also not disclosed. Due to the severely limited information provided, the definitive cause of the death was the perforation of an unknown cause, and the graftmaster did not directly cause the death, but it might have indirectly contributed as it did not seal the perforation. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery (rca). The 3.5x16mm graftmaster covered stent was implanted at 15 atmospheres (atms) but did not seal the perforation. The patient died due to rca perforation and sudden cardiac death. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.